Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged that the brakes will set but brake casters still swivel. No pt impact.